Event description:
The following has been reported: biomed reported: all loading guide pins stuck -attempted to mobilize stuck cassette loading pins, internal mechanism is damaged. Eject button does lift guiding pins up but once depressed, it will lock in place again. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No device was returned for evaluation. The device was requested three times for investigation with no response from the customer. Due diligence has been completed. The reported issue, mechanical hardware failure (vr assembly) could not be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.